Manufacturer narrative:
H6-code 3190: corrected device code.

Manufacturer narrative:
B7 - other relevant history, including preexisting medical conditions: updated: previous nephrectomy (left renal) was added.

Manufacturer narrative:
H6-code 213: several attempts were made to obtain additional information on the results of a recent computed tomography. The information was not provided. Without additional information, gore was unable to do further investigation of this event. It could not be clarified if the viabahn® vbx device placed in the right renal artery contributed to the event.

Manufacturer narrative:
(B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. A review of the manufacturing records indicated the device met pre-release specifications. Based on the evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
The following was reported to gore involving a vbx study device: the patient presented with a thoracoabdominal aneurysm type IV which was treated with a fenestrated / branched stent graft component on (B)(6) 2019. To maintain visceral perfusion two gore® viabahn® vbx balloon expandable endoprostheses and one gore® viabahn® endoprosthesis with propaten bioactive surface were placed in the inferior mesenteric artery, one gore® viabahn® vbx balloon expandable endoprosthesis was placed in the right renal artery and one gore® viabahn® endoprosthesis with propaten bioactive surface and one advanta stent (getinge) were placed in the superior mesenteric artery. Access was gained via an axillary cut-down. The viabahn® vbx devices were navigated to their intended location and deployed without issues. At the end of the procedure all viabahn® vbx devices were patent. On (B)(6) 2019 the patient presented with symptoms of unknown origin in another hospital. Blood analyses have demonstrated high creatinine levels indicating renal insufficiency. The patient was hospitalized. It was stated that the patient is already dependent upon dialysis treatment. Reportedly the event is ongoing. Imaging with contrast agents could not be performed yet. It remains unclear if the viabahn® vbx device placed in the right renal artery was still patent at the time of the event.